Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to patient morphology as the reported incomplete coaptation and the resulting mitral regurgitation was likely due to the friable leaflet in the elderly patient. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that on (B)(6) 2018 the patient presented with degenerative mitral regurgitation (mr) grade 4, with anterior 2 (a2) leaflet flail, restricted posterior leaflet at p2 area, the region to grasp, and chordal rupture of anterior leaflet. One mitraclip was implanted without reported issues at the a2/p2 area, reducing the mr to grade 1-2. On (B)(6) 2018, transthoracic echocardiogram showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment-slda). The mr grade increased to moderate to severe. Per physician, the slda was due to the friable leaflet in the elderly patient. There was no tissue or leaflet injury due to the slda and no intervention is planned. No additional information was provided regarding this issue.